Event description:
Reporter stated patient was admitted to the hospital in 2005 with high blood glucose (572 mg/dl, normal = 50-200 mg/dl) and vomiting. Reporter stated patient tested positive for ketones at the hospital. No information was provided about the patient's release from the hospital. Reporter stated the patient received an 04 error (occlusion) on the device, but doesn't know if the error was cleared since the reporter was not there at the time. Reporter indicated that since this incident the patient has been using injections and their blood glucose levels have been fine.